Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the front end of the foley catheter lumen would shed flakes upon contact. Per follow up information received via ibc on (B)(6) 2024, stated that the customer unpacked three consecutive foley product of this batch which occurred in the same incidence. Replacement with the other batch was mandatory. There were 58 units of foley replaced. They would pick three to be returned.

Event description:
It was reported that the front end of the foley catheter lumen would shed flakes upon contact. Per follow up information received via ibc on (B)(6) 2024, stated that the customer unpacked three consecutive foley product of this batch which occurred in the same incidence. Replacement with the other batch was mandatory. There were 58 units of foley replaced. They would pick three to be returned.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The product had caused the reported failure. Inspected the exterior of the sample and found the catheters have white substance stick on catheter surface as per reported event. Sample have been sent to ftir to confirm the origin of white substance. Ftir examination confirmed the white substance are composed of silicone coating peeling from the surface of the sample. This is a normal anomaly of the silicone coating process. This condition is not indicative of uneven or poor coating on the catheter. However, this cosmetic condition unable to meet the manufacturing acceptance criteria when compared with visual standard for silicone coating peel off. Hence, the reported event is confirmed as manufacturing related. A potential root cause for this failure mode could be due to excessive coating cause white spot on catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.